Event description:
It was reported by the rep that during an unk procedure the blue trocar broke before connecting the anvil and the device together. The device completed the case. The pt was taken back into the or for a leak a few days later, unk cause of the leak. When the pt returned to the or the anastamosis had dehissed. Unk how the leak was repaired, unk pt consequence. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.